Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. The sensor was inserted into the skin. Date of event is an approximation. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined no injury or medical intervention was reported.